Manufacturer narrative:
A previously improved control panel mount design with upgraded components has been implemented and installed to repair the system.

Event description:
A customer reported encountering an incident where the control panel arm detached from their epiq ultrasound system and contacted the user in the nose. There was no serious injury associated with this event.